Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting high pacing thresholds, loss of capture, low within range pacing impedance measurements and pacing inhibition. The lead experienced difficulty to be extracted during the procedure which led to the decision to be surgically abandoned. Another lead was implanted instead. No further adverse patient effects were reported.